Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged introducer sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4.5fr ptfe peel-apart sheath. Usage residues were observed within the sample. The vessel dilator was not returned for evaluation. The tip of the sheath exhibited deformation. Microscopic inspection of the sheath confirmed deformation of the distal tip. One region was buckled and flared outward. A longitudinal split was observed, originating at the distal end. The fracture edges appeared granular. Peel-apart sheath deformation was observed that appeared consistent with insertion against resistance. Such resistance may occur if the insertion angle is steep, insertion is attempted through a too-small incision and if the transition between the sheath and dilator is rough. The deformation and lack of a dilator prevented thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings in section h:11.

Event description:
The customer reported that on the morning of (B)(6) 2023, the nurse found a tear at the front end of the tearable sheath during the catheterization of the patient, and the nurse found it in time, otherwise if the tear broke off into the patient's body, the consequences would be unimaginable. It was reported this occurred with four devices. This report addresses the first device.

Event description:
The customer reported that on the morning of (B)(6) 2023, the nurse found a tear at the front end of the tearable sheath during the catheterization of the patient, and the nurse found it in time, otherwise if the tear broke off into the patient's body, the consequences would be unimaginable. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.